Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was charging when a malfunction alarm occurred. There was no patient involvement as it was indicated that the customer had disconnected from the pump the night prior to the malfunction. It was indicated that the customer would use manual injections for insulin therapy.